Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support. The customer was instructed to reboot the system and how to shut the system down properly. The system was then found to be operating as intended.